Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The complaint device was not returned and discarded by the customer, therefore unavailable for a physical evaluation. We cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 2 dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: [mr# 1221934-2018-53837]. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported via phone that the customer's truespan 12 degree peek and truespan 24 degree peek both partially deployed on the first implant during a meniscal repair. The devices did not attach to the meniscus at all. The case was completed with another set of like devices with no meniscectomy. The sales rep was not present but reported no adverse patient consequences or delay. The sales rep stated the devices were discarded by the customer.